Event description:
It was reported that they were trying to initiate normothermia but getting low flow and air in line alert in an arctic sun device. Water flow rate (wfr) was 0 l/m. Neonatal pad in place. Stop therapy, empty pads, disconnect and reconnect and restart. Water flow rate (wfr) was primed to 0 l/m. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 37c, water temperature (wt) was 7.1c. Disconnected pads and placed device in manual control at 30c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 14c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2957.7 and pump hours were 2497.9 reconnected while in manual control and water flow rate (wfr) was 0.2 l/m and alerted air leak. Stopped therapy and disconnect pads, disabled manual control and swapped out pads. No more neonatal pads available. Using 2 small universal pads. Water flow rate (wfr) was 3.1 l/m. Asked them to set aside neonatal pad for follow up from quality lot# ngju2595.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed to be manufacturing-related. The root cause of the reported issue is improper cut alignment during manufacturing. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all pad noted no major kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. Cuts were made into the water flow path on an inner edge of the pad. Dimples can be seen on either side of the cut and excess dimples can be seen outside the pad outline, indicating an improperly aligned cut during manufacturing. The reported issue could not be verified without further testing. The pad was tested using tm0301222 rev 3. Flow rate was unobtainable due to an air leak through the cut made in the water flow path. When the side with the cut compromising the pad was disconnected from the fluid delivery line, the other side of the pad primed. The side with the compromised water flow path was the side with shorter tubing, although both sides had visibly misaligned cuts. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate normothermia but getting low flow and air in line alert in an arctic sun device. Water flow rate (wfr) was 0 l/m. Neonatal pad in place. Stop therapy, empty pads, disconnect and reconnect and restart. Water flow rate (wfr) was primed to 0 l/m. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 37c, water temperature (wt) was 7.1c. Disconnected pads and placed device in manual control at 30c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 14c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2957.7 and pump hours were 2497.9 reconnected while in manual control and water flow rate (wfr) was 0.2 l/m and alerted air leak. Stopped therapy and disconnect pads, disabled manual control and swapped out pads. No more neonatal pads available. Using 2 small universal pads. Water flow rate (wfr) was 3.1 l/m. Asked them to set aside neonatal pad for follow up from quality lot# ngju2595.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate normothermia but getting low flow and air in line alert in an arctic sun device. Water flow rate (wfr) was 0 l/m. Neonatal pad in place. Stop therapy, empty pads, disconnect and reconnect and restart. Water flow rate (wfr) was primed to 0 l/m. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 37c, water temperature (wt) was 7.1c. Disconnected pads and placed device in manual control at 30c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 14c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2957.7 and pump hours were 2497.9 reconnected while in manual control and water flow rate (wfr) was 0.2 l/m and alerted air leak. Stopped therapy and disconnect pads, disabled manual control and swapped out pads. No more neonatal pads available. Using 2 small universal pads. Water flow rate (wfr) was 3.1 l/m. Asked them to set aside neonatal pad for follow up from quality lot# ngju2595